Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with chest pain and ventricular tachycardia (vt). The right atrial (ra) lead exhibited undersensing, resulting in inappropriate pacing. Therapy was potentially inappropriately withheld for ventricular tachycardia (vt) by supra ventricular tachycardia (svt) and wavelet discriminator. It was reported that the atrial lead failed the lead position check about two weeks prior. The lead remains in use. No further patient complications have been reported as a result of this event.